Event description:
It was reported by the patient that the pod insulin was leaking from the infusion site while wearing the pod for more than 48 hours. Therefore, the patient's blood glucose level rose to 330 mg/dl. When the pod was removed from the infusion site (hip), the pod's cannula was found bent. Also, the patient had redness on the skin. No treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.4hardware: iphone18.4cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.